Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she woke up in the hospital on (B)(6) 2015 and went into a coma for a month. The customer experienced blood glucose levels around 20 mg/dl. The customer sustained brain damage. The customer's parents may have removed the insulin pump before going in the ambulance. The device was not returned.